Event description:
Malpositioned ureteral stent. Pt had undergone a left psoas hitch and an attempt left ureteral implant secondary to a very difficult exposure. It appears as that the stent for the ureteral psoas hitch had been placed into the gonadal vein, and positioned through the left renal vein, and into the vena cava with a coil most likely in the bladder.